Event description:
At 1004 hours, the intra-aortic balloon pump (iabp) device in use triggered a high-priority alarm indicating an electrical hardware failure. This alarm necessitated immediate intervention from the medical team. Following the alarm, the device experienced a shutdown and the pump stopped functioning due to the internal device temperature exceeding its threshold. Immediate actions taken: alarm response: the bedside rn (registered nurse), promptly acknowledged the alarm and assessed the situation. Device swap: recognizing the urgency, rn retrieved an additional iabp device from the supply room. Assistance: the cardiology md team responded to the bedside to assist with the device replacement process. Outcome: the patient continued to receive necessary cardiac support with the new iabp device, ensuring minimal disruption in care. The replacement was carried out successfully with no immediate adverse effects reported. Follow-up actions: device inspection: the malfunctioning iabp device will be given to management for further inspection. Review: a review of the incident will be conducted to determine the cause of the hardware failure and to ensure compliance with safety standards. Documentation: this report will be filed with the hospital¿s risk management team.